Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective stimulation. Lead diagnostics showed normal impedances. Reprogramming was attempted to cover right foot pain to no avail. X-rays showed that the s1 lead had migrated and fully pulled out of the space. Surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored.